Event description:
The physician was unsuccessful in trying to pass a taxus express2 3.00 x 12mm drug eluting stent through another stent to get to a distal lesion. While trying to remove the taxus stent the hypotube broke about 12 inches distal from the hub, outside the body. The physician pre dilated with a 2.5 x 12mm quantum maverick balloon and a 3.0 x 9 mm nc ranger balloon and then was able to cross with a 3.0 x 9mm driver stent. No pt injuries or complication were reported.